Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2012, three months after essure coil implant procedure, she underwent an hsg imaging studies to ensure the proper placement of the coils. Previously administered products included for an unreported indication: oral contraceptive nos and bc. Concurrent conditions included emesis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2012 and hydrocodone bitartrate;paracetamol (vicodin). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pelvic pains/ pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain/ abdomen pain"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced the first episode of migraine ("migraines") and the second episode of migraine ("migraines"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ondansetron (zofran) and naproxen sodium (aleve tablet). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower and back pain had not resolved and the nausea, dyspareunia, menorrhagia, fatigue, vaginal haemorrhage, the last episode of migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: tubal occlusion with appropriate location of essure total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received- updated eumir tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.